Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.0 for mechanical circulatory support and experienced bleeding. The patient was a transfer in and was replaced with the impella 5.0. However, the patient¿s general condition was poor, and the patient expired without improvement in cardiac function. During escalation to the impella 5.0, it was difficult for the patient to stop bleeding and blood transfusion was required (number of units were not provided). Heparin was administered at 5 units/ml, but it was temporarily turned off and followed up (details are unknown for the off-time period). Thereafter, the purge flow rate gradually decreased, the amount of heparin was gradually increased, and heparin was 20 units/ml. However, the situation did not improve, and the purge flow was about 1 ml/h. The patient eventually expired. The physician commented the patient's condition itself was poor, and the blood vessels were tattered. Further, hemostasis was difficult, and heparin control was followed; bleeding and death are not related to the impella device. There is not enough evidence to exclude impella as an associated factor in the outcome even with the physician's comment for unrelatedness to the impella device. There was a purge issue and also a bleeding issue from the anastomotic site requiring a blood transfusion. The patient was already in a poor state, and the issue with the device and adverse event cannot be excluded as a contributing factor in the patient¿s demise.

Manufacturer narrative:
According to clinical, there was bleeding at the access sit occurred during the use of an impella 5.0. The physicians reported that the patient had poor vessel properties making it difficult to stop the bleeding. As a result, heparin was removed from the purge solution and red blood cells were given. The purge pressure increased, and purge flow decreased shortly after. Heparin was increased again; however, the low purge flow did not resolve. The patient expired on the 11th day of support; the physician commented that the cause of death was unrelated to the use of impella device. No field logs were returned for analysis. However, the product was received and device analyzed. Visual inspection noted the repo unit was intact, and there were no notable kinks were found in the catheter. Functional testing was completed by running the pump, and it was noted the purge pressure and flow were within specification although slightly elevated. Some biomaterial could be seen in the outflow cage. In conclusion the following root causes were identified. 1. The root cause of the access site bleeding was determined to be patient condition and anticoagulation management as the patient has poor blood vessel conditions and act concerns. 2. The root cause of the high purge pressure and low purge flow was most likely biomaterial buildup due to the lack of heparin in the purge system. 3. The root cause of the patient death was determined to be unrelated to the use of impella as the physician specified that there was no causal relationship between the patient death and the use of impella. This report is being filed as part of a retrospective review of historical records.